Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that, during the implant procedure, the implantable pacing lead insulation bunched up significantly when being advanced through a size 8 french introducer sheath. The implanting physician indicated their concern. A size 9 french introducer was then used with no lead insertion difficulty. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.